Event description:
It was reported that a flo-gard infusion pump had an f94 alarm code. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The power-on self-test and the event history log review verified the f94 alarm code. The cause of the alarm code was determined to be a low battery. The device was swapped to resolve the condition, as there were no parts in stock. Should additional relevant information become available, a supplemental report will be submitted.